Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, a 5max ace reperfusion catheter was kinked and was not used in the procedure.

Manufacturer narrative:
The penumbra system 5max ace reperfusion catheter (5max ace) was fractured approximately 31.5 cm and 33.7 cm from the hub. The complaint has been evaluated. The complaint indicated that the 5max ace was fractured. Evaluation of the returned product confirmed it was fractured in the proximal shaft. This type of damage typically occurs due to improper handling during removal from packaging or during preparation for use. If the catheter is removed from the packaging hoop at an angle, the shaft may fracture due to excess force and bending of the catheter. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion:this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.